Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessels were moderately tortuous with mild calcification. It was reported that the patient returned to the hospital 5 days post implant with an unrelated respiratory issue. The patient was in respiratory arrest and the blood pressure dropped dramatically. After the respiratory arrest and drop in blood pressure, the patient's left leg went cold and it was determined that the left iliac limb was occluded. There was difficulty crossing into the limb; however, with the use of an angiojet the clot was successfully removed out of the limb. A 7x38 atrium stent was placed into the area of concern with the stent graft to maintain flow. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B) (4) required intervention. (Graft occlusion). (Tortuous and calcified vessels, respiratory arrest, drop in blood pressure). Conclusions: (tortuous and calcified vessels, respiratory arrest, drop in blood pressure).